Event description:
Pt was admitted to hosp and placed on insulin injections while hospitalized. The pt's family member stated that the response time of the buttons was delayed and that the pump histories did not match their recollection of when boluses were delivered.